Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a2, a3, b4, b5, d4, g3, g6, h1, h2, h3, h6, and h10 visual examination of the returned product found it to show signs of repeated use; gallings, scratches and strike marks. It is confirmed the impactor pad has fractured and all the pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a case, the tray was opened up and the impactor was found broken. Attempts have been made and no additional information is known at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.